Manufacturer narrative:
This report is submitted on august 16, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The year of manufacture was 1995 (specific date unknown). This report is submitted on september 15, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. (B)(4).